Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s23+ / 2.8 / android 16.